Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The probable cause is damage consistent with normal wear and tear to the reservoir cover. The reservoir cover was replaced, and the device no longer leaks.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There was unknown patient harm or adverse effects reported as a result of the event.